Event description:
New information notes on (B)(6) 2014 the patient presented for follow-up and noise was seen again. The noise was reproducible with myopotential testing. The device was reprogrammed. The patient was scheduled to return in six months time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in the clinic for routine follow up. Atrial lead exhibited noise with over sensing. Lead remained implanted.